Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that left ica (internal carotid artery) c4 segment flow diverter implantation was performed. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 51-75%and parent artery stenosis (stenosis rate: (51-75%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2021 to now (ongoing). Patient was on clopidogrel 75mg/day for the time period of (B)(6) 2021 to (B)(6) 2021. Clopidogrel was stopped administering as the patient has resistance to clopidogrel. Prasugrel 3.75mg/day was given for the time period (B)(6) 2021 to (B)(6) 2021. Now the patient is on prasugrel 2.5mg/day from (B)(6) 2021 (ongoing). Patient condition and any other medical intervention performed due to this event is unknown. No other information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that 2 adverse events were noted post procedure. 1: stenosis in flow diverter stent (stenosis rate: 51-75%) and 2: parent artery stenosis (stenosis rate: 51-75%). Additional information indicates according to the physician, the stenosis rate was higher than actual by calculation error and there is not high-grade stenosis in fact. Detail including correct stenosis rate will be provided through the edi system provided by jsnet. The reported 'patient parent vessel stenosis' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that left ica (internal carotid artery) c4 segment flow diverter implantation was performed. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 51-75%and parent artery stenosis (stenosis rate: (51-75%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2021 to now (ongoing). Patient was on clopidogrel 75mg/day for the time period of (B)(6) 2021 to (B)(6) 2021. Clopidogrel was stopped administering as the patient has resistance to clopidogrel. Prasugrel 3.75mg/day was given for the time period (B)(6) 2021 to (B)(6) 2021. Now the patient is on prasugrel 2.5mg/day from (B)(6) 2021 (ongoing). Patient condition and any other medical intervention performed due to this event is unknown. No other information is available.